Manufacturer narrative:
The instrument associated with this non-conformance was received on 23nov2020. DHR (B)(4) was reviewed to determine if there were any inconsistencies that may be associated with this non-conformance. No inconsistencies were found. The returned instrument was inspected, at which time the reported issue was confirmed. Visual inspection confirms that the hexalobe tip is sheared off and missing. Close inspection of the tip indicates twisting of the flutes in a counter-clockwise direction which shows that the failure occurred due to turning the anodyne lock in the wrong direction. The lock of the anodyne plate can only be turned in the clockwise direction, and has a feature built in to prevent it from being turned in this direction. The torque limiting handle used in this system will also only function if turned in the clockwise direction. The root cause of the failure is a rotational shear force (torque) that exceeded the yield strength of the instrument, which was caused by misuse of th device.

Event description:
It was reported that the locking driver was broken while locking the anodyne cervical plate. There was no adverse event reported, and a delay of "around 30 minutes". Corelink was notified of the delay on 5nov2020.